Manufacturer narrative:
B3: the event occurred on an unreported date about one month ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was on hemodialysis for several weeks prior to the peritonitis onset. The cause, hospitalization, treatment and patient outcome were not reported. No additional information is available.